Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Per the customer's question, piggy-back infusion; 1 indicates the selection of a piggyback secondary infusion. Piggy-back infusion; 0 indicates the exact moment the piggyback secondary infusion completes with the pump automatically turning-over and continuing with the primary infusion. For example. At (B)(6) 2012; 11:12:05 am (actual time) the piggyback secondary infusion of 20.8 ml/hr and 90 ml was complete. The pump automatically turned-over to the primary rate of 200 ml./hr and continued until the air bubble stopped the infusion at 11:30:19 (actual time). After this turn-over the primary infusion volume delivered is calculated 3359.86 ml (line 3348) -3299.13 l (line 3267) - 60.73 ml. Multiple attempts made to the facility to obtain additional info and/or the actual pump have not been successful however, the pump's operational log was received. Per the pump log, on (B)(6) 2012 at 2:55:52 pm infusion began at a new rate of 20.8 ml/h. At 3:18:28 am an air bubble alarm occurred and at 3:24:10 am the alarm was confirmed with 257.41 ml infused or 99.2% of the expected volume. At 3:36:09 am a new volume to be infused (vtbi) set at 100 ml. At 3:36:14 am infusion began at a rate 20.8 ml/h and at 7:49:59 am infusion was stopped with 87.95 ml infused or 100.2% of the expected volume. At 7:51:40 am a new vtbi of 90 ml was set. At 7:52:28 am infusion began and at 12:12:05 pm this 90 ml infusion complete for 100% of expected volume and for a total of 435.36 ml or 100% of the expected volume for the secondary infusion. At this moment the turn -over occurred from the secondary to primary with the primary infusion continuing at a rate of 200 ml/hr and a vtbi of 90.92 ml. At 12:30:19 pm an air bubble alarm occurred and at 12:39:04 air bubble alarm was confirmed. Infusion stopped with a total of 60.73 ml infused or 100% of the expected volume. The pump sat idle until 12:45:53 pm when the pump was stopped for the day. Based on the results of this investigation, the pump operated as intended. Since the actual pump was not returned, a thorough investigation could not be performed and no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer. If the pump is returned and/or additional pertinent info becomes available, a follow up report will be submitted.